Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Multiple attempts were made by tandem technical support to contact customer with no response. There was no reported adverse impact. No additional information was provided.